Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2022 and suture was used. During the procedure, it was reported that the silk thread crumbles in the mouth, making it impossible to tie the knot and close the procedure cut. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number:(B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. What tissue was being approximated or sutured when it broke? What was used to complete the procedure? Procedure name and date?